Event description:
During surgery, airseal (biomed # [redacted]) suddenly beeped and screen blacked out with red wordings that said, " valve malfunction, call service immediately" then continued to shut down. Manufacturer response for airseal, airseal (per site reporter). The operating room team removed the device from the operating room. Vendor notified. The machine was sent back to the company and we received a new one.